Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with a 375cc mentor memorygel breast implant on the right breast. Post-operatively, the patient suffered right breast tightness initially, breast pain, and implant displacement as the implant moved up the chest. As a result, the patient underwent breast implant removal surgery on (B)(6) 2024.

Manufacturer narrative:
On september 13, 2024, mentor received additional information indicating that the patient also suffered the following: right breast capsular contracture, implants that are riding high with nipples that have downward trajectory with too much upper pole fullness. There is also an unwanted gap between the breasts. The left breast only had a baker grade one capsular contracture during the initial examination. On september 19, 2024, mentor received additional information indicating that the correct date of explantation was moved to (B)(6)2024. Additionally, during the surgery, the patient's capsular contractures have progressed. On the right breast, the capsular contracture has increased to baker grade IV. On the left breast, the baker grade has increased to ii-iii. The implants were replaced bilaterally with the following: (right) 370cc mentor memorygel xtra breast implant catalog: smpx370 lot: 9988054 sn: (B)(6) and (left) 370cc mentor memorygel xtra breast implant catalog: smpx370 lot: 9989018 sn: (B)(6). On september 25, 2024, an analysis of the suspect medical device¿s photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. This medwatch form is for the right breast prosthesis. Complications on the left breast/implant will be reported under mrn: 1645337-2024-11247.

Manufacturer narrative:
On october 15, 2024, the mentor failure analysis lab received the device for evaluation. On october 22, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 375cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now.